Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation showed that the patient's pacemaker was in backup mode and inductive telemetry was not available. No intervention was performed. The patient was in stable condition.